Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (white foreign objects in air/water channel and air/water cylinder, foreign objects in server plug-in.) Was not established. The most probable cause of the complaint (forceps cannot be inserted) was due to clogging of channel tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope cannot insert forceps, had white foreign objects in air/water channel and air/water cylinder, foreign objects in server plug-in. There was no patient involvement.